Event description:
The user facility in (B)(6) reported via the distributor in (B)(4) that the alarmed "circuit occlusion" while in use on a pt. There was no pt harm reported.

Manufacturer narrative:
(B)(4). Carefusion has requested info from the user facility in (B)(6) as to what was done to repair the device. As of june 05, 2015 that info has not been provided by the user facility in (B)(6).